Event description:
Hcp reports a patient experiencing intermittent on/off of their dbs device since replacing the right side in 2006. The patient has a device implanted in both the right and left chest wall. The left device was implanted in 2004 and the right device was implanted in 2006. Starting in november 2006, the patient reported both devices turning on and off intermittently. The patient was seen in the clinic for troubleshooting. A diary was kept to log when and where the devices were turning on/off. Changes in emi exposure were reviewed with no recent emi exposure recalled. The patient has been referred to another physician for "intervention." There have been no patient symptoms or injuries reported and the patient has not had any falls or recent medical procedures. A follow up report will be sent when additional information is received. See mft report #6000032200602163.